Event description:
Left breast implant required explantation due to lt. Breast deformity secondary to fluid collection and cellulitis. Signs and symptoms began on 9/19/94. Device implanted in other health care facility. Explantation only at reporting facility.